Event description:
The distal tip of the neuron delivery catheter was found to be flattened upon removal from the packaging. The physician removed the catheter from the table and took another neuron from inventory. The procedure went well with no patient adverse events.

Manufacturer narrative:
Technical evaluation: the device was found to be flattened along 7 cm beginning at the distal tip. Two additional kinks were noticed at 9 and 9.5 cm from the distal tip. The marker band was found to be crushed. Conclusion: the damage to the catheter may have occurred during labeling/packaging process at penumbra. The DHR for this manufacturing lot was reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04/a (lot # l12961) and sub-assembly (B)(4) (lot# l12794). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12961) indicated that 100% inspection of the devices resulted in (B)(4) visual reject. The DHR review of sub-assembly (B)(4) lot# l12794) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual reject post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.